Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed swapped the transducer with an alternate unit, which showed more accurate readings. It was determined that the device was faulty. Based on the information available and the testing conducted, the cause of the reported problem was a faulty transducer. The reported problem was confirmed. The customer was provided a quote to replace the device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting address state: (B)(6).

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the av-us ultrasound xdr USA nrohs transducer indicating that the device was displaying inaccurate readings. The device was in clinical use at the time the issue was discovered. There was no adverse vent or patient harm reported.